Event description:
Four click'x screws and rods were implanted for a one-level fusion. Pt continued to experience pain and it was noted that the rod had slipped completely out of one of the screws and half-way out of the other. All hardware was removed from the pt.